Event description:
On june 27, 2024, senseonics was made aware of an incident where the user experienced sensor inaccuracy which led to early sensor removal.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Manufacturer narrative:
Based on the initial escalation analysis, the sensor performance deviated from normal behavior. The sensor data showed there was potentially accelerated oxidation of hydrogel. An RMA was authorized to further investigate the sensor. Upon receipt of the RMA, the sensor was tested in-house, and the review of investigation analysis revealed a loss of chemical performance. The root cause of the performance failure was due to the sensor's hydrogel oxidation. As part of resolution, a return material authorization was issued for sensor replacement. No further resolution was necessary for this complaint. B4. Date of this report updated to 24 sepetmber 2024. D9. Is this device available for evaluation? August 20, 2024. G3. Date received by the manufacturer? 19 september 2024. H3. Device evaluated by manufacturer? Yes. H6. Type of investigation updated to 10. H6. Investigation findings updated to 3231 h6. Investigation conclusions updated to 4307.